Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001273 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that at the end of a cardiac ablation procedure, after all catheters were removed, blood was leaking through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. No actions were required as the procedure had been already completed. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that the blood was excessive nor that the patient¿s hemodynamics was compromised or that medical/surgical intervention was required, this event will not be considered a patient event but a product malfunction. Should more information become available, it will be reviewed and processed accordingly.